Event description:
It was reported an angio-seal device was successfully deployed to seal the arteriotomy site. The pt became bradycardic; heart rate decreased to 30 beats per minute. A CT revealed a retroperitoneal bleed. The pt underwent surgery to control the bleeding; the angio-seal device was removed. The pt was reportedly recovering. Review of the femoral angiogram revealed an arterial puncture in the common femoral artery.